Event description:
Healthcare professional reported, rupture. And capsular contracture, baker grade iii. This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
It has been identified that this record mrn 9617229-2024-09577, is a duplicate of mrn 9617229-2024-06908. Please see mrn 9617229-2024-06908 for reportable events.